Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the collagen plug did not deploy on two different devices. Another device was used to complete the case with no pt consequence.